Event description:
It was reported to adac that when 2 data sets are loaded on the system, the second data set receives the scoring assigned by the system. The first data set is changed to zeros. There was no injury associated with this report.